Manufacturer narrative:
Device evaluated by the manufacturer: no, device was not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. The reporter indicated that the vault of the lens was excessive, resulting in elevated iop. The lens was explanted on (B)(6) 2015 and exchanged for a lens with a smaller vault. The issue was resolved with the implantation of the new lens.